Event description:
It was reported to medtronic neurosurgery that about two months after the shunt was implanted, the doctor found that the peritoneal catheter was blocked. According to the report, the pt had a (B)(6) infection found in the csf. The doctor explanted the shunt.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore an eval of the device was not possible. A review of the mfg and sterilization records showed no anomalies. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin, particularly (B)(6)."